Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of abdominal distention with subsequent hospitalization and diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. No cassette leak or other issues with any fresenius product was reported. Although the patient¿s culture was negative for growth, peritonitis was diagnosed. It is unknown if the patient was administered any antibiotics prior to the cultures being obtained. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. The patient reportedly went to the hospital for abdominal distention. Abdominal distention, or swelling, can be a symptom of peritonitis. Additionally, it was reported that the patient possibly was constipated which would have exacerbated that symptom. Although there was no growth in the culture and no cause was determined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event which was preceded by abdominal distention. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) registered nurse (pdrn) reported to fresenius that the patient was hospitalized for abdominal distention on (B)(6) 2025. The patient was admitted for observation so they could run tests (unspecified). Additional information was obtained through follow-up with the pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal distention. The patient had pd cultures obtained. The cultures did not identify any bacteria growth, however; the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin every 5 days and cefepime daily for 20 days (dosage unknown). The patient was discharged on (B)(6) 2025. The patient continues to complete pd therapy during recovery. The cause of the abdominal distention was not confirmed. The patient did report that she could have been constipated prior to the hospitalization. Constipation could be a potential cause of the peritonitis event, but that was not confirmed. No cassette leak was reported and no other issues with any fresenius product was reported related to the hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) registered nurse (pdrn) reported to fresenius that the patient was hospitalized for abdominal distention on (B)(6) 2025. The patient was admitted for observation so they could run tests (unspecified). Additional information was obtained through follow-up with the pdrn. The patient went to the hospital on (B)(6) 2025 due to abdominal distention. The patient had pd cultures obtained. The cultures did not identify any bacteria growth, however; the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin every 5 days and cefepime daily for 20 days (dosage unknown). The patient was discharged on (B)(6) 2025. The patient continues to complete pd therapy during recovery. The cause of the abdominal distention was not confirmed. The patient did report that she could have been constipated prior to the hospitalization. Constipation could be a potential cause of the peritonitis event, but that was not confirmed. No cassette leak was reported and no other issues with any fresenius product was reported related to the hospitalization.